Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure.according to the complainant, during the colonoscopy, the forceps would not grasp tissue. The device was removed from the scope and it was noted that a pull wire was sticking out and damaged the scope. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)